Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient. H3 investigation summary: the product was returned to ethicon for evaluation. One used suture piece was received for analysis. The product code is vcp493h. Upon visual inspection of the returned sample, the insertion mark on the strand could not be observed, and body fluids were present along the strand. Additionally, the needle was not returned to determine the assignable cause of the problem. Additionally, a photo was provided showing one over wrap, an gaza with an suture piece used and a detached needle, that pertain at (B)(4). Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. Enclosed please find defect photo. There were no adverse reported. Additional information was requested.